Event description:
The user reported the pump did not recognise the filled insulin cartridge. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated "pump not primed" warnings follow by an "empty cartridge" alarm. During testing, the rewind, load, and primes steps were completed successfully with no alarms occurring. The pump was primed until the cartridge was empty, and the pump emitted the appropriate audiovisual alerts. A bolus was then attempted, and the pump appropriately delivered a "pump not primed" warning. Evaluation indicated that the user was attempting to deliver a bolus while the cartridge was empty. There was no indication of a pump malfunction.